Event description:
It was reported that leakage occurred at the line connection part of the pv8215.

Manufacturer narrative:
It has been reported that during procedure the connector of pv8215 showed small leakage of fluid. No harm to the patient was reported. The device was not available for investigation, however provided in complaint picture and video confirmed the reported issue. There is no indication for a systematic root cause as a deficiency of design, production or material. The cause of the issue could not be determined. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general, a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment. Based on the information above this customer product complaint will be closed. The following similar device is under complaint: pv8215, lot 23je13, catalogue: 6886184, manufacturing date 10/31/2023, expiration date 09/30/2026, UDI (B)(4).